Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported uncomfortable stimulation and was trying to decrease it because it was too strong for them. After inserting the right aaa batteries in the patient programmer, patient stimulation was adjusted down from program 1 at 3.7v to 3.6v and patient stated that the discomfort had subsided. Patient further reported that the patient programmer batteries were lasted only a month and patient was instructed to try regular alkaline batteries and monitor how long they last. It was also reported that the patient was wrestling with their grand kids had thought they accidentally hit/punched their ins because they felt something right on the ins and thought it moved stating it "felt like it dropped" and they woke up the next morning with sciatic pain. They further stated that the ins was still working but the pain is still there. Patient was redirected to follow up with their health care professional.